Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to a grade of <1. On (B)(6) 2025, the patient returned to the hospital with shortness of breath and imaging was showed one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (singled leaflet device attachment/slda). Tissue damage was observed. On (B)(6) 2025, an additional mitraclip was performed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported slda was due to the pre-existing patient anatomy (friable leaflets). The reported mitral regurgitation was a cascading events of the slda. The reported dyspnea appears to be cascading effects of the recurrent mr. Dyspnea and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.